Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the procedure, when the highest stapler closed to the gastroesophageal junction, the stapler misfired and instead of firing the stapler it cut the stomach. Halfway through the firing of the stapler, the surgeon stopped firing the endogia and opened the stapler. It appeared as if all the staples were intact so it appeared the stapler cut through the tissue, but did not fire the staples. At this point the surgeon had enough room to place another stapler medial to where the stapler misfired.

Manufacturer narrative:
(B)(4).